Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage suggests a further pad-pak was installed. On (B)(6) 2015 the device failed the weekly auto self-test due to a low battery. An additional low battery fail was recorded on the (B)(6) 2015. Later on the (B)(6) 2015 an increase in voltage suggests a further pad-pak was installed. The device then passed all self-tests up to the last history log entry on the 5th january 2016. Investigation found the reported fault can be attributed to membrane failure which resulted in the green status led remaining constantly lit. This confirms the reported fault. The measurements taken during the investigation and the excess current drain measured can be attributed to membrane failure. The fault could not be replicated with a new membrane fitted. Furthermore the battery monitoring circuitry and the battery terminal pogo-pins were verified during the investigation suggesting that the high current drain is likely to have contributed to the low battery fails recorded. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Status indicator light stays solid green, does not flash.